Event description:
Customer had been getting higher values than normal. They performed a blood glucose test and received a reading of "hi". Customer was scared because was having hypoglycemia symptoms. Very shaky, dizzy, and felt faint. The customer went to the ER 7 to 8 hours later. A lab test gave a result of 83 mg/dl. The customer was given a saline solution. No controls were being used. The glucose strips were being stored out of the strip vial. A request was made for the return of the suspect device and replacement products were sent.